Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. There have been on other complaints received for this lot number. Additional information has been requested by mail on 09/25/2006 and 10/10/2006.

Event description:
A user facility reports a scratch was noted on the intraocular lens when the package was opened. It is not known whether there was patient impact/injury associated with this report. Additional information has been requested.